Manufacturer narrative:
Correction to h6; impact code, investigation findings, investigation conclusion. Correction to b1. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed due to unavailable of relevant medical record/imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3/ ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. Bashir, hanad, et al. "Transcatheter aortic valve replacement in patients with small aortic annulus: an observational study." Structural heart 9.2 (2025): 100338.

Event description:
As reported in the article "transcatheter aortic valve replacement in patients with small aortic annulus: an observational study," the edwards sapien 3/ultra balloon-expandable valve (bev group) was compared to the medtronic evolut r/pro self-expanding valve (sev group) in patients with a small aortic annulus. This single-institution study included patients with a small aortic annulus (saa), defined as an aortic valve annular area of less than 430 mm2 on cardiac computed tomography, who underwent transcatheter aortic valve replacement using either bev or sev between august 2013 and february 2021. The study involved 90 patients who received a balloon expandable valve (bev), specifically the edwards sapien 3/ultra valve. The adverse events observed in these patients are detailed below: the article states that three patients developed structural valve degeneration, necessitating a valve-in-valve procedure within three years of implant. No additional information was provided. Although the exact dates of these events are not specified, the study period spanned from august 2013 to february 2021. Since the sapien valve was commercialized in june 2015, june 1st was used as the assumed occurrence date for these events.